Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to periprosthetic fracture. Srnjr number: (B)(6), side: r, gender: f. Non-revised products: product ID: pppsqh48 procotyl® p ps shell quad/ lot no.: 2007776/ qty: 1.